Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient or the user because of this malfunction. The malfunction was detected during the pre-use check.

Event description:
During pre-use check, the surgeon observed a leakage at the white stopcock joint when he attempted to inflate the internal carotid balloon with saline. The surgeon used another shunt for the procedure. The complaint device did not come in contact with the patient.